Manufacturer narrative:
This event occurred on an unspecified date in december 2019. Lot #: the reported lot # was 6068477; however, this lot number is not recognized by baxter. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the central port. The issue was noticed when the customer hung up the bags for dispensing. There was no patient involvement. No additional information is available.